Manufacturer narrative:
Continuation of d10: product ID 8575 lot# n305914. Implanted: (B)(6) 2013. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8575, serial/lot #: (B)(6), ubd: 28-sep-2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient reported no adverse symptoms, and stated the device was working well prior to surgery. It was reported that they were unable to aspirate the catheter. It was reported that upon further examination, the catheter appeared torn, and the healthcare provider (hcp) elected to replace it. The event was resolved at the time of report as the hcp replaced catheter and pump successfully. The catheter was discarded.